Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for blood in the stopper well was observed. Cause of this type of defect, lies with the rubber sheath covering the np needle, not able to recover the needle quickly enough once the tube has been removed, thus allowing a droplet of blood to escape onto the stopper. A small amount of blood is to be expected, and phlebotomy technique can influence its size. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode blood in the stopper well. Cause of this type of defect, lies with the rubber sheath covering the np needle, not able to recover the needle quickly enough once the tube has been removed, thus allowing a droplet of blood to escape onto the stopper. A small amount of blood is to be expected, and phlebotomy technique can influence its size. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes, the device experienced blood pooling in the stopper well. The following information was provided by the initial reporter. The customer stated: during blood collection, the rubber cap of the blood tube leaves blood on it. During the tube transport this blood shoots off and the transport tube is full of blood spatter. This is not hygienic and not desired. As coordinator of vim, I have consulted with the laboratory, but they do not offer an adequate solution to solve/prevent this problem.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes, the device experienced blood pooling in the stopper well. The following information was provided by the initial reporter. The customer stated: during blood collection, the rubber cap of the blood tube leaves blood on it. During the tube transport this blood shoots off and the transport tube is full of blood spatter. This is not hygienic and not desired. As coordinator of vim, I have consulted with the laboratory, but they do not offer an adequate solution to solve/prevent this problem.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.